Manufacturer narrative:
Qc is run once per shift, and was not affected. Qc was not performed after the event. Based on available information, the customer had obstruction detection turned disabled, although this feature is usually enabled. The customer called beckman coulter inc. (Bci) about modular chemistry (mc) results suppressed, causing cup modules to be disabled, a) the customer was advised to flush, or change the sample probe. The customer called back later the same day stating they were getting mc syringe error after two power downs. A) a service was ordered. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse noted that the customer had been getting sample/syringe errors. B) the fse observed that the affected samples appeared to have more volume than usual. C) the fse primed the instrument and discovered that liquid was coming from where the obstruction detection transducer membrane would be. D) the fse replaced a sample crane assembly which fixed the problem. Although hardware was replaced by the fse, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low potassium (k) results there were generated by the synchron lx20 pro instrument. The customer indicated that the lab reported out low k results for multiple patients. Actual k results were not provided; however, the results were about 25% low. The customer repeated testing for k on a different instrument in their lab and these results also were low. It is unknown how many samples were affected, but 52 patient results were canceled, and the patients recalled for redraws. It is unknown if patient treatment was affected as result of this event.